Manufacturer narrative:
Not explanted.

Event description:
A crown prt 19 mm valve was implanted on (B)(6) 2018. It was reported that during surgery one leaflet of the valve appeared rigid and was not closing properly. The physician forced the leaflet closed manually, but there was a gap between the leaflets. The physician did not explant the valve and closed the aorta. Post-procedure tee showed no regurgitation and the mean gradient was 15 mmhg (max 25 mmhg). However, at discharge, the patient's gradient was 35 mmhg. The patient is being monitored, but there is a chance that the device will be explanted and replaced.

Event description:
A crown prt 19 mm valve was implanted on (B)(6) 2018. It was reported that during surgery one leaflet of the valve appeared rigid and was not closing properly. The physician forced the leaflet closed manually, but there was a gap between the leaflets. The physician did not explant the valve and closed the aorta. Post-procedure tee showed no regurgitation and the mean gradient was 15 mmhg (max 25 mmhg). However, at discharge, the patient's gradient was 35 mmhg. The patient is being monitored, but there is a chance that the device will be explanted and replaced if there are future complications or the gradient does not come down. Imaging of the valve was not available for analysis.

Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna19, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. The function test video from the time of release was reviewed in real time and frame-by-frame. Based on video playback, the valve performed as expected and met applicable function test quality control criteria at the time of release. As imaging of the valve was not available for review and the device remains implanted, no further device investigation can be performed and the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficiencies have been identified.